Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10-medical product femur cemented standard left size 7 item# 42504606201 lot# 66592594 tibia fixed cemented left size e item# 42542007101 lot# 67018646 stem extension tapered cemented 14 mm diameter +75 mm length item# 42560007514 lot# 66762431 stem extension tapered cemented 14 mm diameter +30 mm length item# 42557000114 lot# 67135158 tibial perimeter cone left size fixed tibia item# 42545001510 lot# 64910595 femoral posterior augment cemented size 7, 7+ 5 mm thickness item# 42556806205 lot# 66511181 femoral distal augment cemented size 7, 7+ 10 mm thickness item# 42556606210 lot# 65060311 femoral distal augment cemented size 7, 7+ 10 mm thickness item# 42556606210 lot# 64835133 g2- new zealand h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six weeks post implantation due to infection. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. If this event is determined to be reportable, the report will be submitted under MFR (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported under the wrong MFR. If this event is determined to be reportable, the report will be submitted under MFR (B)(4).